Event description:
Healthcare professional reported "grade iii capsular contracture". Later healthcare professional reported "capsular contracture with implant malposition (baker grade iii)" and "the implant was found to be ruptured". This record is for right side. Device was explanted and replaced and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii; "implant malposition"; rupture found during explant surgery additional, changed, and/or corrected data: a4, b1, b5, h6, h11.

Event description:
Healthcare professional reported "grade iii capsular contracture". Later healthcare professional reported "capsular contracture with implant malposition (baker grade iii)" and "the implant was found to be ruptured". This record is for right side. Device was explanted and replaced and will be returned. "Open capsulotomy" was performed.

Event description:
Healthcare professional reported "grade iii capsular contracture". This record is for right side. Device was explanted and replaced and will be returned.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.